Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a lead replacement in 2010 for their right ventral intermediate nucleus device. The healthcare professional (hcp) did not know why the replacement was done. No symptoms or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received, the event will be updated.